Manufacturer narrative:
A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that the valved cannula is coming out when removing the instruments during a procedure. The trocar cannula was reinserted and procedure completed with no patient harm. Additional information was requested; however, none has been received to date.